Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start (pre-anesthesia) of a da vinci-assisted isolated lysis of adhesions surgical procedure, fenestrated bipolar forceps tip was broken. The procedure was completed with no reported injury using a backup instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause was updated to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip was broken off completely. It was unknown if there were collisions with any other instruments or other hard material during the surgical procedure. It was also unknown if instrument was inspected prior to use and if there was any damage. Isi did receive a da vinci product and failure analysis has not been completed yet.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip tip at the grip base. A piece approximately 14.19 mm x 4.54 mm was found to be broken off. The broken piece was not returned with the instrument. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.

Event description:
Refer to h11 for follow-up information.